Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that freestyle libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for freestyle libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and freestyle libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report in which the an hcp reported a low readings issue with the freestyle libre sensor. Details of the user report are as follows: "blood sugars were showing consistent 50-60's on the libre device all day causing patient to reduce or omit insulin and take extra carb. The patient had a blood draw which showed glucose 574 while his libre at the same time was showing 60's. We have the patient go to clinic and again the libre showed 69 despite fingerstick 271. A new libre showed 290. We concluded his existing libre had malfunctioned giving him all 60's resulting in inappropriate reduction in insulin dose and a dangerously high sugar". Readings comparisons of 574 mg/dl and 60 mg/dl, and 271 mg/dl and 69 mg/dl were plotted on a parkes error grid and fell into the d and c zones respectively, showing the difference in values to be clinically significant. There was no report of third-party medical intervention. Based on the information provided, there was no report of serious injury associated with this event.